Event description:
Rptr had implant placed following a mastectomy of the right breast in 1986. On 4/12/99; rptr noticed a bulge in the right breast, and can feel "shifting" in the breast on palpation. Rptr consulted her physician, who is requesting advanced payment for removal of the implant. To date, the device remains implanted.